Manufacturer narrative:
The customer has not returned the broken components for inspection, and has not provided pictures of the broken components. Without this information we are unable to complete the investigation.

Event description:
It was reported that buckle on the body support of the rifton tram unexpectedly released ,and the client fell out. The client was not hurt.